Manufacturer narrative:
The battery cap has not been returned to animas for evaluation. If the cap is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (external component issue) issue. Patient was unable to remove battery cap on the pump when trying to replace the battery. Patient reported that the top of the battery cap was stripped and there was no damage to the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/12/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/27/2014 with the following findings: visual inspection of the pump found some cosmetic damages. Investigation did not find any damages to the battery compartment or the pump casing. The threads and the top of the battery cap was stripped and damaged and the cap was unable to tighten properly onto a test pump. The battery cap contact width was out of specifications and due to the extent of the damages, it was unable to obtain a measurement of the contact height. Unrelated to the battery cap issue, it was observed that the display screen was dim and discolored, and the text was fading. (B)(4).